Event description:
It was reported that a shaft break occurred. A 4.00mm x 1.5cm x 140cm small peripheral cutting balloon flextome monorail was selected to treat the target lesion. During unpacking, difficulty removing the balloon protector was noted and the shaft broke about 25cm from the distal part. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned unit confirmed a shaft detachment at 25.4cm from the catheter tip. The balloon protector cap was returned on the balloon. It was not possible to apply a vacuum to the balloon to remove all air as the shaft was broken however the balloon protector was removed from the balloon with little resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "d. Open the stopcock to the balloon. Draw back on the syringe to its full volume deflating the balloon and drawing air bubbles into the syringe barrel; e. To make certain that all air is removed from the balloon, repeat step d." (B)(4).

Event description:
It was reported that a shaft break occurred. A 4.00mm x 1.5cm x 140cm small peripheral cutting balloon flextome monorail was selected to treat the target lesion. During unpacking, difficulty removing the balloon protector was noted and the shaft broke about 25cm from the distal part. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that a shaft break occurred. A 4.00mm x 1.5cm x 140cm small peripheral cutting balloon¿ flextome monorail was selected to treat the target lesion. During unpacking, difficulty removing the balloon protector was noted and the shaft broke about 25cm from the distal part. The procedure was completed with another of the same device. There were no patient complications reported.